Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This identified symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation could not be performed. The upstream sensor was found to be failing during the evaluation of the parent record for system error 345 (c# 279819). The upstream sensor has a causal relationship to the proper detection of upstream occlusions. The device was monitored throughout the repair process to ensure accurate upstream occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.